Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A guidewire was not returned running through the device. The annulus of the burr was inspected and was observed to be damaged and blocked. The device was soaked in hot water in order to remove any dried saline. However, a test guidewire could not be loaded through the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-01459. It was reported that the burr was trapped on the wire. Vascular access was obtained via the femoral artery. The 10mm in length, de novo, eccentric, 81% stenosed target lesion was located in the mildly tortuous, severely calcified and 2.5mm in diameter left anterior descending (lad) coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire were used for treatment. During platforming, the maximum speed was set at 170,000rpm, however, at 160,000rpm, it was observed that the burr was trapped on the wire. As a result, the wire was kinked. The procedure was completed with another of the same burr and rotawire. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01459. It was reported that the burr was trapped on the wire. Vascular access was obtained via the femoral artery. The 10mm in length, de novo, eccentric, 81% stenosed target lesion was located in the mildly tortuous, severely calcified and 2.5mm in diameter left anterior descending (lad) coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire were used for treatment. During platforming, the maximum speed was set at 170,000rpm, however, at 160,000rpm, it was observed that the burr was trapped on the wire. As a result, the wire was kinked. The procedure was completed with another of the same burr and rotawire. There were no complications reported and the patient's status was stable.